Manufacturer narrative:
A philips biomedical engineer (bmed) went onsite to evaluate the device in question. The bmed found the vital signs monitor was set to adult and using adult bp cuffs for a child. The bmed connected the unit to a simulator on adult and results showed 120/80 x 5 and on self 121/89. The customer did not have any child bp cuffs, so they could not take the values. The bmed advised the staff they need to order a child bp cuff, and not an adult cuff. The bmed found no problems with monitor and attached pictures of the monitor and settings. Based on the information available and the testing conducted, the cause of the reported problem was a user error. The reported problem was confirmed. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the vitals machine reading shows very high blood pressures for multiple patient's, multiple times. The device was in use on a patient at the time of the event, there was no adverse event reported.